Event description:
It was reported that the scope had no image. It was found during set up of the procedure. No harm reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the issue of the no image was due to parts wear and tear caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was not prolonged, and the patient was not under anesthesia. The intended procedure was completed with another device. The reported problem did not affect the diagnostic result of the procedure. There was no medical intervention required as a result of the problem.